Event description:
It was reported via repair work order that the headend hi/lo lift was drifting due to a malfunctioning lift motor. It was also reported that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.